Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.5-8.4cm, 10.7-11.2cm, and 11.6-12.3cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.7-12.6cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise and low pacing lead impedance.

Event description:
It was reported the patient received inappropriate high voltage therapy due to noise seen on stored ventricular tachycardia episodes. Noise was reproducible with isometrics performed in the clinic. The tachy therapies were turned off and the patient went home with a life vest. The lead was later capped and replaced. No adverse consequences were detected.